Event description:
17 year old male had a #23 st. Jude aortic valve placed on 6/16/92. He ws readmitted on 7/9/92 for fevers and chills. Echocardiography revealed vegetations on the aortic valve and aorta disintegration. On 7/21/92, the st. Jude aortic valve was removed and replaced with another st. Jude aortic valve. Pathology report on the removed st. Jude aortic valve indicated aspergillosis endocarditis. Postoperatively, the patient had recurrent fever and chills and sudden myotic aneurysm. On 8/1/92, an emergent decompression craniectomy was performed. Death on 8/1/92device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: foreign material contamination, other, known short term complication of procedure, disc. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.